Event description:
Dr. (B)(6) was using the 19 g acquire needle to do a liver biopsy. The handle broke and the needle became detached from the handle. The needle could not be removed, and it was stuck. The md had to remove the entire needle.